Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7119946.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness and swelling behind their ear. The physician determined that it was not an infection. The lead extension site was irrigated and the wound was re-closed. In addition, the patient was treated with antibiotics as a preventative measure. The patient was doing better after the wound irrigation.